Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient underwent rotational osteotomy of the proximal femur. After four weeks, post operatively, patient walked without medical authorization. This was followed by the lcp paed-hippl5 breaking and delayed consolidation. The explant date is unknown. No further information was available.